Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 8 months following the implant of this transcatheter bioprosthetic aortic valve a transthoracic echocardiogram (tte) identified severe aortic regurgitation with diastolic flow reversal. Unspecified intervention was required. Three days later, the patient presented to the emergency department with a rapid heart rate, shortness of breath, nausea, and chest pressure. Acute on chronic heart failure was identified. Intravenous medication was provided. A diuretic and potassium were administered. The medication improved the reported condition. Hospital admission was offered but declined by the patient. Emergency department discharge occurred the day following presentation. The acute on chronic heart failure was reported as causal to the transcatheter aortic valve. The aortic regurgitation and acute on chronic heart failure were unresolved.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the patient was declared to be a high risk for a valve-in-valve procedure with risk of left main coronary obstruction. Thus, an explant of the transcatheter aortic bioprosthetic valve (tav) and implant of a surgical valve was required. The patient was discharged nine days after admission and severe central aortic regurgitation resolved. It was noted that the acute on chronic heart failure had also been resolved. Per the physician, there was a causal relationship between the transcatheter bioprosthetic aortic valve and the severe central aortic regurgitation.

Event description:
It was reported that approximately 6 years and 8 months following the implant of this transcatheter bioprosthetic aortic valve a transthoracic echocardiogram (tte) identified severe aortic regurgitation with diastolic flow reversal. Unspecified intervention was required. Three days later, the patient presented to the emergency department with a rapid heart rate, shortness of breath, nausea, and chest pressure. Acute on chronic heart failure was identified. Intravenous medication was provided. A diuretic and potassium were administered. The medication improved the reported condition. Hospital admission was offered but declined by the patient. Emergency department discharge occurred the day following presentation. The acute on chronic heart failure was reported as causal to the transcatheter aortic valve. The aortic regurgitation and acute on chronic heart failure were unresolved. Additional information received indicated that the most recent transesophageal echocardiogram (tee) was performed approximately 6 years and 9 months following the implant of this valve. The tee showed that the valve appeared well-seated within the aortic root. The neo-left leaflet was noted to be flailed with an anteriorly directed regurgitant jet. There was no paravalvular jet. There was severe central aortic regurgitation due to the flail leaflet. Additional information received indicated that the patient was declared to be a high risk for a valve-in-valve procedure with risk of left main coronary obstruction. Thus, an explant of the transcatheter aortic bioprosthetic valve (tav) and implant of a surgical valve was required. The patient was discharged nine days after admission and severe central aortic regurgitation resolved. It was noted that the acute on chronic heart failure had also been resolved. Per the physician, there was a causal relationship between the transcatheter bioprosthetic aortic valve and the severe central aortic regurgitation. Additional information received indicated that the flailed leaflet was a thin, pliable leaflet with no thickening and no visualized tear. Prolapse of leaflet lead to incomplete coaptation. Palpitations were first identified at an emergency department visit approximately (B)(6) following the implant of this valve. Two days after the explant of the tav and implant of the surgical valve, electrocardiogram (ECG) showed complete heart block (chb). Chb prolonged hospitalization and four days later a non-medtronic dual chamber permanent pacemaker was implanted. The permanent pacemaker was checked, and the device was functioning normally. The patient was permanent pacemaker dependent with no arrhythmias. The chb was reported as related to the tav, because the valve failure led to the explant which led to the chb. The chb resolved. 15 days after the explant of the tav, the patient presented to the emerg ency department for recurrent episodes of palpitations, shortness of breath, lightheadedness, and dizziness. Chest computed tomography angiogram (cta) was negative, the permanent pacemaker was interrogated, and no other treatment was provided.

Manufacturer narrative:
Updated data: b5 - added fourth paragraph b7 h6 - added coding to annex e, and annex a. Removed a0414 from annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the most recent transesophageal echocardiogram (tee) was performed approximately 6 years and 9 months following the implant of this valve. The tee showed that the valve appeared well-seated within the aortic root. The neo-left leaflet was noted to be flailed with an anteriorly directed regurgitant jet. There was no paravalvular jet. There was severe central aortic regurgitation due to the flail leaflet. Approximately 6 years and 9 months following the implant of this valve the patient was hospitalized for intervention of the failed valve. The valve was then explanted, and a non-medtronic surgical valve was implanted. Per the physician, no complications occurred due to the replacement of the transcatheter bioprosthetic aortic valve. The patient had not yet been discharged from the hospital.

Manufacturer narrative:
Updated data: b2 b5 d6b d9 h3 - the valve was returned; however, analysis has not yet been completed. A supplemental report will be submitted once analysis has been completed. H6 - annex a, annex b, annex c, annex d, annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.